Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer, who mentioned that the system failed to start during the power on and no application booted-up. As a part of troubleshooting, the rse instructed the customer to manually start the host pc. Following that, the system can be started normally. To date, no further recurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.